Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no alarms were generated. The death of a male patient was reported. No further information regarding the patient, such as age, height, and weight, had been made available at the time the reporting decision was due.

Manufacturer narrative:
H3 and h6: a philips field service engineer (fse) went to the customer site and collected the relevant alarm log files from the intellivue mp5 patient monitor for further evaluation. The fse performed testing on the monitor using an ECG simulator; the device was found to be operating normally - no trouble were found during the onsite service. The configuration was probably the same and the ECG alarms were probably turned off, but we couldn't verify that because we didn't have access to the device, a different configuration file was taken from the station for verification. The product support engineer (pse) found in the configuration file that the arrhythmia alarm were set to off, as the default setting. The alarm log was reviewed by a philips product support engineer (pse) the information within the alarm log from the piic system for the time requested, and alarm activity was seen during the time reported for desaturation (desat): based on the available information and testing performed, the device was working as expected during testing. The exact cause for the reported issue could not be established and a malfunction of the device at the time of the reported event can not be ruled out. The information was provided to the customer. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.